Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the ycler/cycler set and the patient¿s hospitalization for peritonitis and concomitant ultrafiltration issues. However, there is no allegation nor any objective evidence that a cycler/cycler set malfunction or product deficiency was associated. Peritonitis is a well-documented complication in patients undergoing pd. Based on the reported information, the patient¿s peritonitis cannot be established. The patient¿s pd culture yielded growth of multi bacteria klebsiella pneumonia, citrobacter freundii, and proteus species which normally reside in the human intestinal tract. Moreover, all these organisms are known to be associated with peritonitis caused by touch contamination during the pd exchange. Therefore, it is possible the peritonitis was associated with translocation of gut bacteria/ touch contamination. Furthermore, there were no product issues associated with the patient¿s negative ultrafiltration. The patient¿s pd nurse indicated the peritoneal membrane function and concomitant peritonitis are suspected to have caused the patient¿s ultrafiltration issues. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process. An investigation of the device history records (DHR) was conducted and did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the reporting nurse stated the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained (in the pd clinic) which grew multi-bacteria; klebsiella pneumonia, citrobacter freundii, and proteus species and an elevated white blood cell (wbc) of 10,606. Reportedly, the patient was initiated on antibiotic therapy with intra-peritoneal (ip) ceftazidime 2 grams daily on an outpatient basis. The nurse stated that on (B)(6) 2021 the patient had a repeat pd culture (in the pd clinic) which showed wbc declined to 2510 (reported as significant improvement). It was reported the patient continued pd treatments with the same cycler after the peritonitis was diagnosed. However, the nurse stated the patient was having concomitant difficulty with ultrafiltration. Subsequently, on (B)(6) 2021, the patient was hospitalized due to negative ultrafiltration and peritonitis. The nurse stated the patient was transitioned to hemodialysis during the hospitalization is receiving unspecified antibiotics. The patient remained hospitalized at the time follow-up was completed, and no additional details about the hospitalization were provided. The nurse was not able to identify the cause of the patient¿s peritonitis. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse reported there were no cycler malfunctions or product issues associated with the negative ultrafiltration. The nurse stated the patient¿s peritoneal membrane function and concomitant peritonitis is suspected to have led to the patient¿s ultrafiltration issues.